Manufacturer narrative:
Expiration date: february 2027. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particle was found inside a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue was identified after filling the bag with drug solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was returned for evaluation. Visual inspection confirmed the presence of the particle inside solution. The solution was filtered on a membrane and isolated a thin filament. The material was not traceable to any components of the bag, so it was reasonable to exclude the bag as the origin of the particle. The reported condition was verified. Since the particle material is not traceable to any component of the bag itself, it is not possible to determine precisely how and when the contamination occurred, therefore the cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.